Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had an infection on the arm and is currently on penicillin for 4 times a day until the medication finishes. The patient's mother also reported having issue with the pod not sticking to the skin. There were no further information to the reported event.